Event description:
It was reported that the device was stuck with the guidewire. A 10 mm x 2.50 mm wolverine coronary cutting balloon was selected for use. During the procedure, the device got stuck with a non-boston scientific guidewire. The catheter and the guidewire were removed as one unit. The procedure was completed with another of the same device. There were no patient complications reported.